Event description:
It was reported to philips that the device does not pass testing. There was no patient involvement. The device was received by bench for repair. The noted failure was identified during inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the 50ohm load paddle tray would need to be replaced. Resolution : the malfunctioning part was replaced with a new one. All diagnostic tests and controls required for device were performed per procedures outlined in service document. Device was delivered in working condition. Upon conclusion of the evaluation, it was determined that this was a malfunction of the 50ohm load paddle tray. The 50ohm load paddle tray was replaced to resolve the reported issue and the device was scheduled to be returned to the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device does not pass testing. There was no patient involvement.